Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Procedure name?orif of tib/fib fracture. Procedure date? (B)(6) 2021. What was the date of the reaction, day post op? (B)(6) 2021. What other medical and or surgical intervention was provided to address the issue? Given oral steroids and steroid cream. Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? None is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? No. Patient demographics: ID, gender, age or date of birth; bmi (B)(6) yr old male, unknown has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Do you have the product code and /or lot number used? No. Current patient status. Back to normal. Can you share any photos of the skin reaction? Yes. No device is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an orif tib/fib on (B)(6) 2021 and topical skin adhesive was used. Forty eight hours post op, the patient had a reaction. They were treated with antihistamines and steroids and the prineo was removed. Additional information has been requested.